Event description:
Customer alleged the left foot siderail was accidentally de-latched. This resulted in the siderail falling, which allowed the pateint to fall on the floor. The patient allegedly broke their hip due to the fall. The customer replaced the siderail. The hill-rom field technician could not inspect the original siderail because the customer discarded it. It was not determined as to how the patient fell out of the bed. The root-cause of why the siderail was accidentally de-latched was not determined. This is considered an unusual event and no conclusions can be drawn.